Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with spacer having anterior¿posterior fixation therapy for scoliosis, degenerative disc disease, and adjacent segment disease (asd). It was reported that for an asd case, combined anterior¿posterior fixation was performed. Anterior fixation was performed on (B)(6) 2026 and posterior fixation on (B)(6) 2026. After the anterior fixation surgery, the patient¿s condition was stable, immediately after the posterior fixation surgery, the patient¿s condition remained stable; however, paralysis symptoms appeared several days to about one week later, and currently resulting in paraplegia. The cage placed at th12/l1 was positioned obliquely (toward the spinal canal), and the above symptoms developed after the posterior fixation surgery. The cage was positioned closer to the spinal canal, and when alignment was corrected through posterior fixation, this may have caused stenosis, which led to the symptoms. Implant level: th12/l1. There were no defects with the implant itself and product was not used correctly according to the instructions. There were no further complications reported regarding the event.